Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ("hysterectomy"), genital injury ("fallopian tubes lacerations"), genital haemorrhage ("bleedings") and uterine injury ("uterine lacerations") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required), genital injury (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), uterine injury (seriousness criterion medically significant), abdominal pain ("acute abdominal pain"), groin pain ("inguinal and lumbar pain"), back pain ("inguinal and lumbar pain"), arthralgia ("joint pain (knees, hands, feet and arms)"), nausea ("nausea"), vomiting ("vomiting"), alopecia ("loss of hair"), tooth loss ("dental problems (tooth loss)"), hypersensitivity ("allergic reactions"), food intolerance ("food intolerances"), fatigue ("fatigue feeling"), syncope ("fainting"), insomnia ("insomnia"), affective disorder ("mood disorders"), libido decreased ("decrease of libido"), tachycardia ("tachycardia"), depression ("depression"), menstruation irregular ("irregularity of period (abundant or non-existent or of abnormal duration)"), vaginal discharge ("vaginal leakages"), cystitis ("cystitis"), dermatitis ("dermatitis"), visual impairment ("decreases of sight"), ear disorder ("ear disorders"), weight fluctuation ("abnormal weight changes (both increasing and decreasing)"), dizziness ("dizziness"), migraine ("severe migraines"), amnesia ("amnesias"), paraesthesia ("tingling of limbs"), peripheral swelling ("swelling of the hands and ankles"), uterine leiomyoma ("uterine fibroids") and hyperhidrosis ("abnormal sweating"). The patient was treated with surgery. Essure was removed. At the time of the report, the hysterectomy, genital injury, genital haemorrhage, uterine injury, abdominal pain, groin pain, back pain, arthralgia, nausea, vomiting, alopecia, tooth loss, hypersensitivity, food intolerance, fatigue, syncope, insomnia, affective disorder, libido decreased, tachycardia, depression, menstruation irregular, vaginal discharge, cystitis, dermatitis, visual impairment, ear disorder, weight fluctuation, dizziness, migraine, amnesia, paraesthesia, peripheral swelling, uterine leiomyoma and hyperhidrosis outcome was unknown. The reporter considered abdominal pain, affective disorder, alopecia, amnesia, arthralgia, back pain, cystitis, depression, dermatitis, dizziness, ear disorder, fatigue, food intolerance, genital haemorrhage, genital injury, groin pain, hyperhidrosis, hypersensitivity, hysterectomy, insomnia, libido decreased, menstruation irregular, migraine, nausea, paraesthesia, peripheral swelling, syncope, tachycardia, tooth loss, uterine injury, uterine leiomyoma, vaginal discharge, visual impairment, vomiting and weight fluctuation to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('metallic element along anterior profile of proximal rectum'), swelling abdomen ('abdominal swelling') and uterine leiomyoma ('uterine fibroids / uterine fibromatosis') in a 52-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included surgical menopause in 2011, osteoma (left femur) in 2005, parity 2 from 1991 to 1994, menarche (14 years old) and rash (nonspecific). Previously administered products included for an unreported indication: oestroprogestins. Family history included diabetes and fibromatosis. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2019, the patient experienced device dislocation (seriousness criterion medically significant), 11 years 1 month after insertion and 7 years 6 months after removal of essure. On an unknown date, the patient experienced swelling abdomen (seriousness criteria medically significant and intervention required), headache ("headache"), libido decreased ("decrease of libido / loss of libido"), amnesia ("amnesias / reduction of memory / impairment of memory"), arthralgia ("joint pain (knees, hands, feet and arms) / diffuse articular pain"), abdominal pain ("acute abdominal pain"), genital injury ("fallopian tubes lacerations"), visual impairment ("decreases of sight / vision decrease"), genital haemorrhage ("bleedings"), uterine injury ("uterine lacerations"), groin pain ("inguinal and lumbar pain"), back pain ("inguinal and lumbar pain"), nausea ("nausea"), vomiting ("vomiting"), alopecia ("loss of hair"), tooth loss ("dental problems (tooth loss)"), hypersensitivity ("allergic reactions"), food intolerance ("food intolerances"), fatigue ("fatigue feeling / chronic tiredness"), syncope ("fainting"), insomnia ("insomnia"), affective disorder ("mood disorders"), tachycardia ("tachycardia"), depression ("depression"), menstruation irregular ("irregularity of period (abundant or non-existent or of abnormal duration)"), vaginal discharge ("vaginal leakages"), cystitis ("cystitis"), dermatitis ("dermatitis"), ear disorder ("ear disorders"), weight fluctuation ("abnormal weight changes (both increasing and decreasing)"), dizziness ("dizziness"), migraine ("severe migraines"), paraesthesia ("tingling of limbs"), peripheral swelling ("swelling of the hands and ankles"), hyperhidrosis ("abnormal sweating"), constipation ("constipation"), abdominal bloating ("abdominal bloating") and loss of libido ("loss of sexual desire") and was found to have uterine leiomyoma (seriousness criterion medically significant). The patient was treated with surgery (total video-laparoscopic hysterectomy without salpingectomy on (B)(6) 2011). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation had not resolved, the swelling abdomen, uterine leiomyoma, headache, libido decreased, amnesia, arthralgia, abdominal pain, genital injury, visual impairment, genital haemorrhage, uterine injury, groin pain, back pain, nausea, vomiting, alopecia, tooth loss, hypersensitivity, food intolerance, fatigue, syncope, insomnia, affective disorder, tachycardia, depression, menstruation irregular, vaginal discharge, cystitis, dermatitis, ear disorder, weight fluctuation, dizziness, migraine, paraesthesia, peripheral swelling, hyperhidrosis and loss of libido outcome was unknown and the constipation and abdominal bloating was resolving. The reporter considered abdominal pain, affective disorder, alopecia, amnesia, arthralgia, back pain, constipation, cystitis, depression, dermatitis, device dislocation, dizziness, ear disorder, fatigue, food intolerance, genital haemorrhage, genital injury, groin pain, headache, hyperhidrosis, hypersensitivity, insomnia, libido decreased, loss of libido, menstruation irregular, migraine, nausea, paraesthesia, peripheral swelling, swelling abdomen, syncope, tachycardia, tooth loss, uterine injury, uterine leiomyoma, vaginal discharge, visual impairment, vomiting, weight fluctuation and abdominal bloating to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. Computerised tomogram - on (B)(6) 2019: presence of a metallic element along anterior profile of proximal rectum. Gynaecological examination - on an unknown date: multiparous external genitals, skin unaffected by disease, vaginal vault regular, well suspended, no anomalous discharges, uterine adnexa free.. Ultrasound scan vagina - on an unknown date: right ovary of 21 x 9 mm, regular, left ovary not visible due to hyperperistalsis, no pelvic effusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-nov-2020: patient exams received in original language, aswell as the plaintiff; event added to the case: "constipation; abdominal bloating; loss of sexual desire"; patient history; lab data updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('metallic element along anterior profile of proximal rectum'), abdominal distension ('abdominal swelling'), uterine leiomyoma ('uterine fibroids / uterine fibromatosis'), genital injury ('fallopian tubes lacerations'), genital haemorrhage ('bleedings') and uterine injury ('uterine lacerations') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2019, the patient experienced device dislocation (seriousness criterion medically significant), 11 years 1 month after insertion and 7 years 6 months after removal of essure. On an unknown date, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required), headache ("headache"), libido decreased ("decrease of libido / loss of libido"), amnesia ("amnesias / reduction of memory"), arthralgia ("joint pain (knees, hands, feet and arms) / diffuse articular pain"), abdominal pain ("acute abdominal pain"), genital injury (seriousness criterion medically significant), visual impairment ("decreases of sight / vision decrease"), genital haemorrhage (seriousness criterion medically significant), uterine injury (seriousness criterion medically significant), groin pain ("inguinal and lumbar pain"), back pain ("inguinal and lumbar pain"), nausea ("nausea"), vomiting ("vomiting"), alopecia ("loss of hair"), tooth loss ("dental problems (tooth loss)"), hypersensitivity ("allergic reactions"), food intolerance ("food intolerances"), fatigue ("fatigue feeling"), syncope ("fainting"), insomnia ("insomnia"), affective disorder ("mood disorders"), tachycardia ("tachycardia"), depression ("depression"), menstruation irregular ("irregularity of period (abundant or non-existent or of abnormal duration)"), vaginal discharge ("vaginal leakages"), cystitis ("cystitis"), dermatitis ("dermatitis"), ear disorder ("ear disorders"), weight fluctuation ("abnormal weight changes (both increasing and decreasing)"), dizziness ("dizziness"), migraine ("severe migraines"), paraesthesia ("tingling of limbs"), peripheral swelling ("swelling of the hands and ankles") and hyperhidrosis ("abnormal sweating") and was found to have uterine leiomyoma (seriousness criterion medically significant). The patient was treated with surgery (total video-laparoscopic hysterectomy without salpingectomy on (B)(6) 2011). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation had not resolved and the abdominal distension, uterine leiomyoma, headache, libido decreased, amnesia, arthralgia, abdominal pain, genital injury, visual impairment, genital haemorrhage, uterine injury, groin pain, back pain, nausea, vomiting, alopecia, tooth loss, hypersensitivity, food intolerance, fatigue, syncope, insomnia, affective disorder, tachycardia, depression, menstruation irregular, vaginal discharge, cystitis, dermatitis, ear disorder, weight fluctuation, dizziness, migraine, paraesthesia, peripheral swelling and hyperhidrosis outcome was unknown. The reporter considered abdominal distension, abdominal pain, affective disorder, alopecia, amnesia, arthralgia, back pain, cystitis, depression, dermatitis, device dislocation, dizziness, ear disorder, fatigue, food intolerance, genital haemorrhage, genital injury, groin pain, headache, hyperhidrosis, hypersensitivity, insomnia, libido decreased, menstruation irregular, migraine, nausea, paraesthesia, peripheral swelling, syncope, tachycardia, tooth loss, uterine injury, uterine leiomyoma, vaginal discharge, visual impairment, vomiting and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2019: presence of a metallic element along anterior profile of proximal rectum. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: date of birth, lab data, start, stop date and indication of essure and events abdominal swelling, headache and metallic element along anterior profile of proximal rectum added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaints records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.